Manufacturer narrative:
Corrected data: d4 - expiration date h4 - device mfg date updated data: d9 h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. Evidence supports that a pre balloon aortic valvuloplasty was attempted three times due to significant movement observed in the balloon during inflation resulting in inadequate pre dilatation of the aortic valve. During the valve deployment attempt, it appeared to be under expanded and an infold was evident during the recapture which prevented full recapture. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The valve was pulled back into the aorta to allow expands ion and complete recapture. There is evidence that a new valve was prepped, loaded and fluoroscopic valve load inspection confirmed a good load. Another pre balloon aortic valvuloplasty was performed which appeared to be adequately across the aortic valve. There is evidence of at least 2 recaptures while attempting to implant the new valve which was ultimately implanted successfully and well expanded. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original packaging jar submerged in clear solution. The serial number tag was returned with the valve. As received, leaflet 1 and leaflet 2 appeared partially open while leaflet 3 was in a closed position. All leaflets were flexible and intact with signs of creases. All commissures were intact. The valve was discolored showing evidence of blood contact. The frame¿s inflow (valve skirt) appeared slightly compressed. The valve was submerged in warm saline; frame expanded to full dilation. There were no signs of deformations or distortions to the frame after warm saline submersion. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were noted. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. At this time, the valve was fully recaptured. No anomalies were observed during the recapturing steps. Subsequently, a complete deployment of the valve was performed; no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a misload was not identified during loading. The infold resulted in a delay of the pr ocedure by a ¿couple¿ of minutes. Per the physician, aortic calcification had contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012229292); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012294194); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx-34 valve, the valve was deployed at 80% and appeared under-expanded with an infold in the valve frame noted. As attempts were made to recapture the valve, it folded back on itself and could not be recaptured any further. The valve was then deployed slightly again, allowing it to unfold and be recaptured. Ultimately, the valve was withdrawn and replaced with a new valve. No patient complications have been reported as a result of this event.